Event description:
It was reported that the patients right lead had migrated. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.